Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation can be performed.

Event description:
An eye care professional reported a possible case of bilateral acanthamoeba keratitis assocated with wear or focus dailies contact lenses. The unspecified female pt had been wearing focus dailies contact lenses for 4 to 5 years. During spring/summer 2006, she experienced moderate discomfort and sought care from an ophthalmologist, who prescribed tobral. As the pain became more severe, she attended care at a hospital where she reported, she was diagnosed with acanthamoeba keratitis. (This report is designated as the right eye event). Requests for additional information were made; however, no further information is available.